Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was oversensing noise in the secondary vector. No inappropriate therapy was delivered. The physician decided to surgically intervene and reposition the electrode. The electrode remains in service and no additional adverse patient effects were reported.